Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. Specific blood glucose levels were not provided. Additionally, the patient had covid and weak kidneys. The patient was given blood pressure medication and insulin to treat the hyperglycemia. The patient was prescribed blood thinners pregabolin (150 mg), atrovastinin (80 mg), clopodogril (75 mg), metopro (25 mg), amolodipine (10 mg), candasartin (32 mg), htcz (25 mg), k esolate (15 mg), hydrolozine (10 mg), esomaprazole (40 mg), dapagliflozedin (10 mg), kexolate (15 g) along with aspirin. The patient was released after 7 days. The pod was removed at the hospital.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. Specific blood glucose levels were not provided. Additionally, the patient had covid and weak kidneys. The patient was given blood pressure medication and insulin to treat the hyperglycemia. The patient was prescribed blood thinners pregabolin (150 mg), atrovastinin (80 mg), clopodogril (75 mg), metopro (25 mg), amolodipine (10 mg), candasartin (32 mg), htcz (25 mg), k esolate (15 mg), hydrolozine (10 mg), esomaprazole (40 mg), dapagliflozedin (10 mg), kexolate (15 g) along with aspirin. The patient was released after 7 days. The pod was removed at the hospital. Additional information: the patient's friend called for an ambulance whilst they were on a fishing trip. The ambulance took the patient to the hospital. Symptoms reported include nausea, vomiting, diarrhea and weakness in the arms and legs. As part of the treatment hourly blood tests were taken and he was transported via air ambulance between 2 hospitals for an angiogram for swelling in the heart.

Manufacturer narrative:
Additional information to b5.